Manufacturer narrative:
Results: the cpu board was causing the head end lift motor to not function.

Event description:
It has been reported by service report that this s3 will not raise or lower at the head end lift. No adverse consequences have been reported.